Manufacturer narrative:
There were 10 samples unused, opened returned with this complaint received for evaluation. After a visual inspection, the gauze was confirmed frayed and the reported condition is confirmed. The returned product did not meet quality release specifications. Upon consultation with a process engineer and mechanic in this production area, the threads were most likely snagged on a burr on the cross fold paddle and/or fingers. Product specification for the autobander machines require the inspection of the paddle and fingers of the cross fold for overall condition. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspection for loose threads during production. The lot met all defined acceptance requirements and was released. The returned product would not meet quality control release specifications in its current condition. A formal corrective/preventative action (CAPA) request was submitted and rejected due to a low occurrence rate therefore an existing formal investigation action will not be taken to address this issue. This information will be utilized for trending purposes to determine the need for corrective actions. Since the production of this lot, the device history record (DHR) has been updated to require the inspection for loose threads in addition to the inspection at the wip level. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/05/2016. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with agauze sponge. The customer states when the package was opened the sponges were found to be frayed.